Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the renal artery. The 4.0/15 mm rx herculink elite stent implant dislodged from the balloon during advancement in the anatomy. There was no resistance reported during advancement. The dislodged stent was retrieved successfully using a snare device. A new same size herculink was used to complete the case without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.